Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a 73-yr old male patient. Results provided: initial = 40.7 / 64.2 pg/ml (reference range: < 34 pg/ml), beckman platform = 0.006 ng/ml (reference range: 0-0.0198 ng/ml), siemens platform = 0.034 ng/ml (reference range: 0-0.04 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. In-house accuracy testing in addition to the review of historical performance of reagent lot 47456ud01, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 47456ud01 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. World-wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 47456ud01 was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a 73-yr old male patient. Results provided: initial = 40.7 / 64.2 pg/ml (reference range: < 34 pg/ml), beckman platform = 0.006 ng/ml (reference range: 0-0.0198 ng/ml), siemens platform = 0.034 ng/ml (reference range: 0-0.04 ng/ml). No impact to patient management was reported.